Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came into clinic with ¿sharp¿ chest pain, lasting only seconds but occurring frequently. The patient¿s ejection fraction was 60% per echocardiogram on (B)(6) 2015. The patient was experiencing flow ranges of 10-12, lower pulsatility index (pi) 3.5-4.5, and power ranges of 7.5-9.5 w. The power had increased slightly, but steadily, since january despite decreasing the pump speed a few weeks prior to this event. The patient has a recent history of inr and was taking lovenox, however, stopped lovenox before inr was > 2.0. The patient's lactate dehydrogenase (ldh) and liver function tests at baseline. Urinalysis did not indicate red blood cells, and troponin normal. There was suspicion of thrombus on the rotor or bearings, however, it was reported that the patient's clinical numbers did not support this. The patient was discharged and his ldh would be monitored closely. The patient remains in a low energy state with complaints of sharp, intermittent chest pain with no cause determined. It was reported that ''everything seems stable''. The vad coordinator advised the patient that this could be due to age (patient is (B)(6)). They have worked him up and have not found anything.

Manufacturer narrative:
Approximate age of device - 10 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.